Event description:
A pt reported experiencing inaccurate low results with a surestep meter. The pt's blood glucose results were 58 compared to the labs 153 mg/dl. Tests were done within 11-20 minutes. Pt did not experience any adverse events. No further info has been reported.